Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the printer assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Stryker further evaluate the removed printer assembly and observed that the circuit board of printer was electrically shorted.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the printer assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Stryker further evaluate the removed printer assembly and observed that the circuit board of printer was electrically shorted.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to power on. There was no patient use associated with the reported event.